Event description:
When attempting to place pt on the maquet transport iabp, the pump read low helium level with alarms sounding and balloon only filling a quarter of the way. Pt was placed back on hospital iabp. Our pump was turned off and on, with the same low helium warning showing and alarms sounding. Pt was left on hospital iabp and a second aircraft was dispatched to transport the pt to another facility.our iabp was checked the previous morning at the start of a 24 hour shift. It was also checked just prior to loading it into the aircraft after being dispatched to the hospital, with both checks showing a full helium tank, no alarms sounding and a full battery.